Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Sensor would be over 100 points off. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Caller had threshold suspend and would not come out. The sensor will not be returned for analysis.